Event description:
The customer stated that he had performed control tests and received results of 30 and 50 mg/dl. While troubleshooting, he performed another control test and rec'd a result of 44 mg/dl. The normal control range is 106-152 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.